Event description:
The facility sent this pump in to baxter for service where a failure code occurred while the pump was being tested. The facility representative stated that no patient incident was reported on this pump since the last baxter service event.